Manufacturer narrative:
The device has been returned but the evaluation is not yet begun. The device has been sent to an independent laboratory to perform a culture test for the device for olympus. The results are pending. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, auxiliary channel, balloon channel, and forceps elevator channel. Detergent used is enzymex l9. During manual cleaning detergent used is enzymex l9. Disinfectant used is enzymex l9. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal/areas around the elevator. Model numbers of the brushes used is kit scope clean. Automatic endoscopy reprocessor (aer) device is wassenburg. Detergent used with it is endohigh and disinfectant used is endohigh paa. The device is stored horizontally in a simple storage cabinet without drying feature. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold in all channels. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Test results of (B)(6) 2022, for all channels: revivable microorganisms: 2 cfu/endoscope; revivable microorganisms: 2 cfu/100 ml. Presence of microbes: micrococcaceae 1 cfu and pantoea agglomerans 1 cfu. Test interpretation: the microbiological quality of the device is not satisfactory, for the parameters sought, for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. Conclusion: the test results for all channels does not conform. The results conform to the action level as defined by the french regulation of july 4, 2016, and instructions of aug 2, 2018. Test results of (B)(6) 2022, for distal end: revivable microorganisms: < 1 cfu/endoscope; revivable microorganisms: < 1 cfu/100 ml. Conclusion: the test results for the distal end conform to the threshold laid out by the french regulations.

Manufacturer narrative:
The device has been evaluated and results of the independent laboratory culture test performed for the device for olympus are available. The device return date and manufacturing date is available. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms 1 cfu/endoscope for all channels and less than 1 cfu/endoscope for the distal end. Conclusion: the microbiological quality of the duodenoscope is satisfactory, for the parameters sought, for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. The returned device is evaluated. The user¿s complaint of presence of microbes was not duplicated. Observations for the device: lens glue and charge couple device (ccd) lens glue had discoloration; distal end rubber coating (a-rubber) adhesive was separated; up/down knob had angulation play; and biopsy channel had wear and tear. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction to g2 to add other and the foreign country france. Correction to h6 "investigation findings" please see h6 for further details. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.